Manufacturer narrative:
(B)(4). Review of CT¿s from 11 years post-implant revealed that an aneurx bifurcate was implanted in the patient, and was positioned ~ 5cm below the lowest left renal artery. The proximal neck flow lumen diameter was 21 x 23mm below the left renal, and the bifurcate proximal stent graft od was 28 x 31mm. The infrarenal neck was angulated 90 deg l-r relative to the iliac limb. The ipsi limb and extension were placed down into the right external iliac artery. No contralateral limb was implanted; the bifurcate gate terminated within the distal aorta just proximal to the aortic bifurcation. The right limbs and left iliac artery were patent. The maximum aaa diameter measured near the level of the bifurcate flow divider was 34mm. Contrast was seen outside the stent graft from a likely type ii endoleak from a patent ima. The right common iliac was aneurysmal (5cm max diameter) and the right external iliac artery was tortuous and calcified. The left common iliac artery was severely tortuous and calcified. The lcia was angulated ~ 180 deg lateral at its mid-length, and then turned 90 deg inferiorly near the iliac bifurcation. The left external iliac was also calcified. No other stent graft issues were observed. Review of CT¿s and 3d film report one month ago showed that the stent graft was in the same approximate in-vivo configuration as previous study. The proximal neck diameter was 21mm, and 7cm distally the distal neck diameter was 28mm. The maximum aaa diameter was 34mm, and contrast was again seen outside the stent graft from a likely type ii endoleak from a patent ima. The right common iliac was aneurysmal at 5cm max diameter, and no endoleak was seen within the rcia. The left common iliac artery diameter ranged from 24 ¿ 20 ¿ 23mm along the tortuous 11cm length. The stent graft and both iliac arteries were patent. No other stent graft issues were observed. The cause of the reported right common iliac artery sac increase could not be determined; earlier post-implant films were not available for review. The exact cause of the delivery system positioning difficulties, removal difficulties, and resultant left iliac artery damage could not be determined from the images provided. Films during the intervention were not available for review. However, this appears most likely to have been anatomy related due to the calcified left common iliac artery which was severely tortuous. The likely type ii endoleak was also anatomy related.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a right iliac aneurysm on (B)(6) 2002. No contralateral limb was placed at that procedure. It was reported that recently the patient was found to have increasing size of the right iliac aneurysm sac. When the physician reviewed the films he believed that there was a contralateral limb in place and that there was a type iii endoleak, separation. However, there was no contralateral limb implanted during the index procedure, ten years ago. The physician attempted to implant an endurant 16/24/124 iliac stent graft, and had difficulty tracking the delivery system through a tortuous left iliac. The delivery system was removed and a 12f sheath was passed with minimal difficulty then removed and the delivery system was again placed in the left femoral artery. The delivery system did track better but it was not able to track completely into the contralateral limb of a previously placed aneurx bifurcated stent graft. It should be noted that the gate was cannulated from the left brachial artery. The surgeon stated that he would need to replace the glide wire with a stiff wire and stated that he could provide enough stiffness to the glide wire with a long catheter placed in the brachial artery and using body flossing technique. When the second attempt at tracking failed, the surgeon decided to remove the device and planned to place a 16f sheath and then deliver the device through the sheath. Upon attempting to remove the device the device became stuck and could not be removed. The surgeon tried several techniques to mobilize the device and remove it. The patient's vital signs dropped with significant bleeding evident and the surgeon emergently opened the left groin and left lower quadrant. There was damage to the left external iliac where the device was caught on a shelf of calcium. The device was removed once the bleeding was controlled and a left iliac to femoral artery bypass was performed. The endurant ii device (graft and delivery system) was surgically removed and external iliac to femoral artery bypass with a eptfe graft was performed. The physician stated that the cause of the event was anatomy; the device caught on a large shelf of calcium and was unable to be dislodged for removal. No additional clinical sequelae were reported and the patient is fine.